Manufacturer narrative:
Internal report reference number: (B)(4).. B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system note: manufacturer made several attempts to contact customer to ensure the customer¿s initial concern was resolved- unable to establish contact with customer. A person answered phone, claimed wrong phone-then disconnected the phone.

Event description:
Consumer reported complaint for high blood glucose test results. The customer feels well and did not report any symptoms. Customer stated due to the high results he had gone to the doctor on (B)(6) 2024. Customer stated the doctor had performed blood test suing their meter and the result from the true metrix air meter was higher when compared to the doctor's device. Customer did not provide any results obtained. The customer¿s expected blood glucose test result range was not disclosed. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 04/19/2025; product storage and open vial date were not disclosed. The meter memory was not reviewed for previous test result history.